Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to suspected lead damage. This lead was subsequently explanted and replaced with confirmation of insulation damage at the sensing ring. This electrode is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection identified a crack in the insulation, however was able to confirm the conductor was not exposed. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to suspected lead damage. This lead was subsequently explanted and replaced with confirmation of insulation damage at the sensing ring. This electrode is expected to be returned for analysis. No additional adverse patient effects were reported.